Event description:
It was reported via user medwatch (B)(4) that shaft break occurred. A 2.50mm x 12mm apex balloon catheter was advanced for dilatation. However, when removing the balloon over the guidewire, the balloon delivery system broke at the rx port on the shaft. The catheter and the wire were removed as one unit, and the distal end of the balloon catheter was retrieved. The procedure was completed using a different device. There were no patient complications reported.